Event description:
The catheter broke below the oval disk while indwelling in the pt. The customer was contacted and was unable to provide any add'l info.

Manufacturer narrative:
The customer has sent the sample for analysis. However, we have been unable to locate the sample. A supplemental report will be submitted if the sample is located.